Event description:
Patient called tech services and requested call back. States that her device has shifted and rotated 90 degrees. She noticed this about 1-2 months ago. She thinks this is due to her intentional weight loss. She is however having good control of her gastroparesis symptoms. She has consulted her surgeon and is scheduled for surgery to fix on 4/14. Advised her to continue following with her provider.

Manufacturer narrative:
Patient complaint of device movement in the pocket; underwent a revision surgery to correct placement. Patient is now doing well.